Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 4.8mm staples opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a hemorrhoidectomy, the device did not deploy the staples but did cut the tissue and there was tissue loss. A new device was used to correct the issue. There was no reinforcement material used. There was no blood loss over 500 ccs. There was no delay in surgery time over 30 minutes. There was no tissue damage. The patient has been discharged.